Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument was used for a surgical task and had issues applying the clip. Use of the instrument was discontinued, and it was replaced to the backup. The procedure was completed using the same system. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok instrument was analyzed and failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). The instrument was found to have an input disk broken. Input disk 7 was found broken inside of the housing. Signs of corrosion were found on the instrument bearings. The grip input disk bearings exhibited orange discoloration. The instrument was found to have dried residue around the clamping pulley cable groove. The complaint was confirmed by failure analysis.